Event description:
It was reported that the device illuminated the service indication and logged an event code in the memory. The observed event code indicates a possible device failure to provide defibrillation therapy in automatic mode. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control evaluated the removed assembly and determined the cause for the malfunction to be an electrically leaky capacitor, c160. The observed failure disabled AED function.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported event code in the memory. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.